Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported through a legal claim that the device was implanted on or about (B)(6), 2007 for treatment of stress urinary incontinence. As a result of the device being implanted, the patient has suffered pain & takes pain medication on an ongoing basis. She has also had infections and cannot engage in sexual relations. The patient has undergone surgeries and hospitalizations and has sustained permanent & debilitating injuries.

Manufacturer narrative:
Date sent to the FDA: 09/13/2013. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to primary sui.